Manufacturer narrative:
Device analysis results revealed broken welds at bondwire pads.

Event description:
The pt's spouse reported a return of symptoms after the pt stumbled going down the stairs. The pt was seen by a nurse for reprogramming, and later by a neurologist. The spouse stated the neurologist confirmed an open circuit. Add'l info was requested from the hcp. The hcp reported the therapy worked well for two weeks but then decreased. Upon interrogation of the left neurostimulator, the hcp noted an open circuit and high impedances. The pt was referred to the neurologist. The left neurostimulator and lead were explanted and returned to the manufacturer for analysis.